Event description:
It was reported while using bd needle 30ga 1/2in a bad connection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: faulty connection with syringe (drug leakage).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: to aid in the investigation, two samples and one photo was provided for evaluation by our quality team. One sample came in a sealed packaging blister and one sample with no packaging blister. A visual inspection was performed. Both samples have the plastic shield and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage or any other issues were observed. The photo provided shows a needle assembly connected to a syringe. The plastic shield has been removed and is on the side. There is also a packaging blister top web. A device history record review was completed for provided material number 305107, lot number 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.